Manufacturer narrative:
Updated fields: d9, g3, g6, h2, h3, h4, h6, h10. The suspected bipolar insert (cev636-1a) was returned for evaluation: the device history record (DHR) was reviewed and no anomalies related to the reported failure were observed. Failure analysis: evaluation of the bipolar insert was unable to conclusively verify the complaint as valid. Therefore, an investigation for cause was unable to be performed. According to the customer, smoke came out of the handle. However, the handle was not returned to the manufacturer. Instead, the insert was received for evaluation and is not related to the complaint. It was noted that the wires and the black ring come out of the tube. These defects are not in relation with the reported event. Root cause analysis: as the reported event is due to a handle, this complaint is not confirmed. It was determined that the reported event may have been due to an insufficient drying or cleaning of the handle connectors.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
This report is for the insert component of the forceps and is related to mfg report number 2523190-2021-00171. A facility reported that while using unspecified bipolar forceps with bipolar insert (cev636-1a), it worked at the beginning, but after 30 minutes smoke came out of the handle. They used erbe generator and the level on the machine was 6, a level that generator suggests for bipolar. No patient injury or delay in surgery was reported.